Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that there is a leakage at the base of the hub. The catheter was placed on (B)(6) 2013 and pulled out on (B)(6) 2013.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.